Manufacturer narrative:
No frozen display was noted. No moisture damage was noted on the electronic assembly or motor. No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked display window and a cracked case at the display window corner.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. The insulin pump is also stuck on the status screen. Customer's blood glucose level at the time 124mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.